Event description:
It was reported that an ilet user stopped using the device during a hospitalization stay for pneumonia, switched to multiple daily injections, and while trying to reconnect to the ilet, experienced an inability to advance past the fill tubing screen following a factory reset; the device problem was characterized as an occlusion with a tubing component implicated. Symptoms included hyperglycemia while disconnected from the ilet with polyuria, polydipsia, and genital burning discomfort. Outcomes included hospitalization for pneumonia, not blood glucose related. Investigation included interviews, analysis of user-provided information, and return of the device for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.